Event description:
Customer reports meter results of 718mg/dl, 754 mg/dl, 788 mg/dl and 723 mg/dl while using the advantage system. Meter results are out of range. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.